Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
It was reported that there was a problem with the patient programmer and the programmer was dropped on the day of this report. The patient stated they may have had a stroke today and they were at the hospital. An electrocardiogram (ECG) had to be done. The patient was able to turn the implantable neurostimulator (ins) off for the ECG and then turn the ins back on. At the time of this report the patient was being admitted to the hospital and they wanted to check to make sure the ins was on. When the patient used the patient programmer, nothing happened. The programmer did not beep and nothing showed up on the screen. The patient stated the hospitalization was not due to their device or therapy. It was unknown when the programmer batteries where changed last. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 6 4002, lot# n274419, implanted: (B)(6) 2011, product type: adapter; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3389s-40, lot# v185948, implanted: (B)(6) 2009, product type: lead; product ID 3389s-40, lot# v157361, implanted: (B)(6) 2009, product type: lead. (B)(4).